Manufacturer narrative:
Operator of the device is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device failed flow rate test. No patient injury was reported.

Manufacturer narrative:
Other text: h3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updated. H10: device evaluation: one pump sample was received at manufacturing. Visual and functional testing was performed on the returned sample. Visual inspection confirmed that the tamper seal missing from the device upon receipt. Functional testing included three different accuracy tests that were performed, all of which were within the published plus or minus six percent delivery accuracy specification. The device was tested and calibrated on 06jun22-may2023 averaging delivery of minus 0.20 percent, minus 1.53 percent and minus 1.34 percent. Results: the customer reported problem was not duplicated during the investigation of the pump which was found to be within manufacturing specifications. No problems were found with the fluid delivery of the pump, but preventive measure were performed on the device. Root cause of the customer reported problem is unknown as no fault was found with the returned sample that performed to manufacturing specifications. A manufacturing device history record DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture or last repair of the device. No manufacturing or service issues were identified as causes of the customer reported problem during the review of the service and repair records. Therefore, no manufacturing or service records review is needed., corrected data: d1: correction: brand name: cadd solis vip ambulatory infusion pump, d4: model number: 2120